Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the battery longevity estimator for the device was grey and showing question marks instead of years. It was also noted there was missing atrial capture threshold data. The device remains in use. No patient complications have been reported as a result of this event.